Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0207430217, product type: lead.

Event description:
It was reported the patient had shut the device off as it was causing their leg and foot to ¿continuously shake.¿ the patient had received reprogramming of the device a few weeks prior. When leaving the hospital after the reprogramming, they were fine and then the shaking began. It was believed that it might be that the electrodes were not in an ¿ideal¿ position, leading to more than the target nerve being stimulated. A shocking/jolting sensation was noted. The patient was trying to get into the physician¿s office on 2014-(B)(6) to determine if the electrodes were causing their issues. It was further stated the patient had medical problems complicating things as well. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).